Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge was leaking during use, after which supplies were changed and blood glucose reportedly exceeded 600 mg/dl before declining following the change; education was provided on proper filling, rewinding, and connection steps. Symptoms included hyperglycemia without reported ketone testing and without reported clinical sequelae. Outcomes included no hospitalization, no emergency intervention, and no third-party assistance. Investigation included troubleshooting with user education and review of use procedures. Investigation of this case revealed suspected use-related factors related to cartridge handling and insertion. It was concluded that the event involved hyperglycemia associated with a suspected cartridge leak and user technique, with resolution after supply change.